Manufacturer narrative:
D1: medical device brand name : bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. H.6. Investigation summary: "material #: 364902; lot/batch #: 3051329. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and another 24 by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, there was blood leakage. No report of adverse or injury to patient or user.